Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic had discovered the atrial lead had dislodged some time ago but since the patient had chronic atrial fibrillation and was left as is. On (B)(6) 2016 during an unrelated device procedure, the physician noted that the lead was also twisted and was explanted. There was no consequences to the patient.